Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient reported the garment began digging into her shoulder and she began having muscle spasms. The patient was taken via ambulance to a medical facility and was given valium and an ointment to apply. The patient reported following up with a chiropractor. There is no alleged device malfunction. Follow up was completed and the injury was improving.